Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wires at the tip of the large suturecut needle driver broke. Instrument was inspected prior to use with nothing noted. No collisions occurred. The procedure was completed with no reported injury.